Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacture's final investigation. Updated fields: h3, h6. Corrected fields: e1 telephone number. A review of the device history review revealed no issues that could have caused or contributed to the reported issue. The device was returned to olympus for physical evaluation and the customer's reportable malfunction was confirmed. Based on the results of the investigation, it is likely that the bending section cover had leakage during user handling and water invaded the device causing an abnormality in electrical components. However a definitive root cause cannot be established. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: -inspection of the endoscopic image -leakage testing of the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported the flex deflectable videoscope had a greenish image. The issue occurred during preparation for use for a therapeutic laparoscopic surgery. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.